Manufacturer narrative:
The device was used for treatment. The device was not returned for analysis, therefore, the exact cause of the product issue cannot be determined and the clinical observation could not be confirmed. However, following controls are in place to mitigate the reported product issue. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Per procedure (adelante-s introducer sheath in process and final inspection) qa performs inspection as per sampling plan ansi z 1.4, special level 4, aql 0.40 reduced break and peel test: using samples from fit check, manually break the sheath and hub and verify that the seal splits easily without extreme elongation. Also verify that the split cap and seal remain secure and do not break free or loosen from the sheath hub. Manually peel the sheath and verify the sheath peels easily along the sheath body and tip. Per IFU: sharply snap the tabs of valve housing in a plane perpendicular to the long axis of the sheath to split the valve and peel sheath apart while withdrawing from the vessel. Based on the investigation, a CAPA is not required. The event will be re-evaluated if additional information becomes available.

Event description:
It was reported that the physician attempted the use of several safesheath ii units - each one that he used did not 'breakaway'. He had to use something else to cut it. Used 2 different lots of 7460 dp12235 & dp12274. The physician also had a 3rd one - couldn't find the packaging - was already in the trash and case was for a competitor's device. Reference 1035166-2021-00031 for dp-12235. Reference 1035166-2021-00033 for unknown lot.